Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, and the rv (right ventricular) defibrillation coil impedance trend was variable. Analysis also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and the impedance trend was variable. Analysis of the device memory indicated a lead impedance out of range alert.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the alert triggered, and the superior vena cava (svc) and high voltage b (hvb) coil of the right ventricular (rv) lead exhibited high impedances. It was further reported that the lead exhibited a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.